Event description:
The complaint is classified based upon information, the patient/layperson gave to a customer care advocate, cca, on july 10, 2008. This senior medical affairs specialist has mailed a letter to the patient, having obtained no response with calls. The cca replaced the products. The patient complained that her blood glucose results on her onetouch ultra meter were inaccurately high compared to an emergency room meter. The patient alleged that on two days earlier, she was "nervous and bad." The patient either refused or was unable to provide the reported elevated result when she tested. The patient took her usual dose of oral meds, 500 mg metformin and 5 mg glipizide. The patient was reportedly seen in the ER around 10:30 pm; however, the patient did not indicate whether she went to the ER because of the unknown elevated result on her meter or because of how she felt. The ER meter test reportedly revealed results of "110 and 87" mg/dl. Reportedly, the patient was given food and beverage in the ER. The patient did not provide the timing of the results, whether before or after the food and beverage was given. Although the patient's symptoms before testing are not associated with severe hypo or hyperglycemia, the complaint is classified as an adverse event due to treatment with food received in the ER after alleged unknown elevated results on the patient's meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.